Event description:
The customer alleged they received a questionable n-terminal pro b-type natriuretic peptide (probnp) result on their e601 analyzer. The patient's initial probnp result was 11.03 ng/l. The result was checked with auto-validation and reported to the ward. The customer stated there were no alarms indicating there was anything wrong with the result. One of the laboratory technicians got suspicious as she thought she saw bubbles in the sample tube and the sample was repeated. The repeat result was 493.1 ng/l and it was issued as a corrected report to the ward. There were no adverse events. The probnp reagent lot number was 16845201 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
The root cause could not be determined. The calibration and quality control data were fine at the time of the event. The alarm trace provided not indications of the root cause. The instrument check data from (B)(4) 2012 indicated the dilution factor was slightly high, but this is most likely not the cause. It was noted that the customer was using 12 mm tubes which are not specified for use on this analyzer.